Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the j1 keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump¿s buttons were sticking and hard to press. Customer stated the scroll bar was moving with no input. The customer concerned about the sensors and they saw some issues and then she was on a blood thinner and then she had some severe bleeding. Insulin pump will be returning for analysis.